Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 09/24/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the contrast and ok keypad symbols were worn but the keypad rubber was intact. Evaluation revealed that the down and up buttons were intermittently unresponsive and the contrast and ok buttons responded appropriately. There was evidence of keypad contamination found under all of the button contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Event description:
The patient reported that the up arrow keypad button has been sticking, intermittently unresponsive, and requiring more force to obtain a response for the past several weeks. He stated that he wears the pump in his pocket with a pump skin, and does not clean the pump.